Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The stenosed target lesion was located in the axillary artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the arteriovenous fistula pta procedure, the balloon burst before reaching the nominal pressure using an inflator. The procedure was completed with another of same balloon. No patient complications were reported and patient's condition was good post-procedure. It was further reported that the target lesion was 70% stenosed, moderately calcified and moderately tortuous. The balloon was inflated once at 13 atmospheres for 20seconds, and the device was removed by withdrawal. It was further reported that the balloon inflated twice at 12 atmospheres for 20 seconds.

Manufacturer narrative:
Device evaluated by MFR: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 33mm in length and extended from a position 12mm distal of the proximal markerband to 4mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The stenosed target lesion was located in the axillary artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the arteriovenous fistula pta procedure, the balloon burst before reaching the nominal pressure using an inflator. The procedure was completed with another of same balloon. No patient complications were reported and patient's condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The stenosed target lesion was located in the axillary artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the arteriovenous fistula pta procedure, the balloon burst before reaching the nominal pressure using an inflator. The procedure was completed with another of same balloon. No patient complications were reported and patient's condition was good post-procedure. It was further reported that the target lesion was 70% stenosed, moderately calcified and moderately tortuous. The balloon was inflated once at 13 atmospheres for 20seconds, and the device was removed by withdrawal. It was further reported that the balloon inflated twice at 12 atmospheres for 20 seconds.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The stenosed target lesion was located in the axillary artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the arteriovenous fistula pta procedure, the balloon burst before reaching the nominal pressure using an inflator. The procedure was completed with another of same balloon. No patient complications were reported and patient's condition was good post-procedure. It was further reported that the target lesion was 70% stenosed, moderately calcified and moderately tortuous. The balloon was inflated once at 13 atmospheres for 20seconds, and the device was removed by withdrawal.